Event description:
It was reported that during a wrist arthroscopy procedure using a microblator 30 with integrated cable wand, the wand displayed an error code and stopped working. The surgeon opted to complete the procedure using a competitor's device. There was no significant delay or patient complications reported as a result of this event.